Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer dropped the pump and the touchscreen cracked. At the time of the report there was no reported impact to customer's blood glucose level. Subsequently, the pump declared a malfunction alarm and the display would not function. It was indicated that the customer would administer manual injections as alternate insulin therapy.